Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during a procedure performed on (B)(6) 2023. It was reported that "the small sphincterotomy cable was stretching upside down." The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: the wire at the handle section was broken. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the working length and the hypotube were kinked, and the wire at the handle section was broken. The device was observed under magnification, and the cutting wire was kinked. Additionally, the distal pierce hole was torn. No other problems with the device were noted. The product analysis revealed that the wire at the handle section was broken, and the working length was kinked at the hypotube section. These conditions could have been generated due to handling and manipulation of the device during its use which could have caused some internal tension forces between the cannula and the wire during the handle actuation, consequently, affecting the overall performance of the device and lead to breaking it. It was also found that the working length and the cutting wire were kinked which could be caused by operational factors, such as manipulating the device through difficult anatomy, the technique used for the device manipulation or by the interaction between the autotome and the scope (hitting against a hard surface). Also, the working length was observed torn which could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tear it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the working length and the hypotube section were kinked. Microscopic inspection of the device found the cutting wire was kinked and the distal pierce hole was torn. X-ray inspection of the device found the cutting wire was not crimped to the connector joint strength at the handle section (detached). No other problems with the device were noted. The product analysis of the returned device revealed that the working length, cutting wire and the hypotube section were kinked. These conditions could have been generated by operational factors, such as manipulating the device through difficult anatomy, the technique used for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface for example). The working length torn at the pierce hole could have been caused by submitting the catheter to tension forces during the handle actuation. Bowing the device without being completely out of the scope can lead to a tear. Additionally, during x-ray analysis it was observed that the wire was not crimped to the connector joint strength at the handle section and was therefore detached. Based on all gathered information, the most probable root cause is manufacturing deficiency. An investigation is in place to address this problem. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during a procedure performed on (B)(6) 2023. It was reported that "the small sphincterotomy cable was stretching upside down." The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: the wire at the handle section was broken. Please refer to block h10 for full investigation details.